Manufacturer narrative:
A complete manufacturing and material records review for the device model pvf-m and sn (B)(4) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device remains implanted, no further investigation is possible at this time. Based on the available information, a definitive root cause for the reported event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval plus IFU.

Event description:
The manufacturer received the following information related to a patient enrolled in the sure avr registry. On (B)(6) 2020, a patient received a perceval plus pvf-m in aortic position. The procedure was performed in median sternotomy and no concomitant procedures were performed. The manufacturer was informed that the patient received a definitive pacemaker implant ddd on (B)(6) 2020 due to heart block/rbbb. The patient was discharged on (B)(6) 2020 with a good device functionality. In the intraoperative report, an extensive calcification of the aortic-mitral continuity was identified and this required an extensive decalcification of the annulus. Although this area is not typical for conduction disturbances, it likely suggests an important calcific degeneration that required thorough cleaning of the annulus prior to the perceval plus implantation such as to increase the risk of conduction disturbances.